Event description:
This device was returned without documentation from an unknown source. There was no information after calling medtronic, st. Jude medical, (B)(4). The patient's following physician had no information as well. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected in three segments some 33 cm and 46 cm distal to the is-1 connector pin. All parts of the lead were received for analysis. The inspection revealed abrasion marks at several positions of the lead fragments. In particular, in the region of the tricuspid valve the lead demonstrated a rubbed through insulation. The coating of the conductor cable to the rv shock coil as found damaged. Based on the characteristics and location of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Further damages such as cuttings in the insulation resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.